Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room for a low blood glucose level. Customer's blood glucose level was 20 mg/dl. Customer was released and was told to reattach one of the enlite sensors, but it got stuck in the serter. Customer stated that everything staying in the serter. Customer stated that her previous sensor was taken off when she went to the emergency room. Customer had been wearing the sensor for 3 days. Customer stated that she kept pressing buttons and finally the sensor popped out. Customer inserted the next sensor and insertion was successful. Customer reported that the sensor liner stays on the serter base. Customer was advised that the sensor may have been pulled of the pedestal too quickly. Customer was advised to remove the serter slowly. Customer was advised to discard the sensor. Customer will receive 2 sensor replacements. No further assistance needed.